Manufacturer narrative:
(B)(4). No product was returned for evaluation. The product IFU provides the following information on placement of the catheter and potential adverse events; precaution: positioning the distal tip of the catheter in the right atrium or ventricle is not recommended. Possible complications include cardiac perforation: atrial perforation and subsequent pericardial tamponade have been reported. Preventive measures should include verification of catheter tip position by chest x-ray film and noting insertion depth immediately following insertion. Ideally, the catheter tip should be positioned parallel to the vessel wall and no farther than the junction of the superior vena cava and right atrium. No actual product malfunction is identified in the report. Review of the available information indicates the event is related to procedural factors. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No action will be taken at this time.

Event description:
It was reported by an edwards employee that a patient developed a small bleed after childbirth and had to be put in ICU while it clotted. Upon admission to ICU a doctor placed a presep catheter tip deep within her right atrium. The tip punctured her posterior medial atrial wall within the next day, fatally infusing her pericardial sac with 650cc¿s of IV fluid. The doctor¿s position has been that catheter manufacturers ¿over warn¿ and there is really ¿not much risk¿ in allowing the catheter tip to reside in the right atrium.